Event description:
A false low advia centaur xp bnp result was obtained by the customer on a patient sample. The low result was considered discordant when compare to the patient's elevated bnp test history. The customer performed repeat bnp testing and obtained elevated results. The patient sample was run on another advia centaur xp system and the result was elevated. The initially discordant low result was not reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur xp bnp test result.

Manufacturer narrative:
The cause for the false low bnp patient result on the advia centaur xp system when compared to the elevated results and elevated historical test result is unknown. No conclusion can be drawn. The instruction for use under the limitation section states the following: "the results of the advia centaur bnp assay should always be assessed in conjunction with the patient's medical history, clinical evaluation and other diagnostic procedures."